Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to low blood glucose level of 40mg/dl. Reportedly, the customer was pregnant and the pump basal rate needed adjusting. Tandem technical support assisted the contact with adjusting pump settings. Although requested, the contact declined to provide additional information and declined troubleshooting with tandem technical support.